Event description:
It was reported that the user experienced ongoing high blood glucose and attempted to reduce it by entering a ¿less than¿ meal announcement, which delivered approximately 3.25 units; the user had been using meal announcements as a substitute for a correction bolus, and the agent explained this alters dosing behavior and can suppress correction delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to employing the user interface for meal announcements in place of correction dosing, and determined the procedure used was improper for correction needs. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.